Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed an MRI and they did not have a remote. The caller stated they already had the MRI guidelines, but was wondering if they could find out if the device was working because ¿they¿ told the caller that ¿it did not work anyway¿. The caller had no further information. It was reviewed that remote monitoring of devices was not possible. The caller was redirected to contact a manufacturer¿s representative in the area to read the device. Additional information was received on 2018-jan-02 from a manufacturer¿s representative stating that the nurse in the physician¿s office reported the issue was resolved. It was noted that ¿no further follow up was required¿. No patient symptoms were reported. No further complications were reported.